Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material number: 303345. Batch number: unknown. We have had 15-20 reports of coring, stoppers being pushed into vials, and even parts of stoppers breaking off. Our list of meds involved is super varied and the manufacturers are different too - pfizer, hospira, american regent, amneal, and fresenius kabi. We have 3-4 different kinds of blunt tip needles as well - bd blunt fill needle ref 305180, blunt fill needle, covidien 8881850310, blunt fill needle, covidien, 8881540111, bd cannula blunt sterile latex free plastic ref 303345. Has anyone contacted manufacturers regarding material used in stoppers? I spoke with an amneal rep and they could not say that anything has changed with the manufacturing process or materials used.